Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted a constant beeping tone. The tone was discovered two weeks post implant. The guidant representative was able to halt the tone by toggling the beep on paced/sensed events feature on and off. However, the device was now at a battery status middle of life (mol1) with a monitoring voltage of 2.92 volts. A guidant technical services consultant discussed the known beeper issue and the corrective action that was taken. It was also discussed that the battery may recover, but predicting the impact on longevity would not be possible without knowing how long the tone was sounding. There were no patient symptoms reported with this clinical observation.